Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for two patients. The customer indicated they had observed "erratic" accutni results prior to this event but the customer did not supply any results substantiating these alleged previous events. The customer suggested that pre-analytical sample handing issues may have caused previous "erratic" accutni results. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of one patient. The initial and first repeat results were elevated with one result in the risk stratification range of the assay and the first repeat result above the acute myocardial infarction (ami) threshold of the assay. Upon subsequent duplicate repeat, the results were lower, within the normal reference range of the assay, and regarded as valid. The initial, erroneous accutni result was reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated with this event. The customer reported that the patient samples were collected in lithium heparin plasma sample tubes and that the samples were centrifuged at unknown speed prior to testing. The reagent lot and calibrator lot associated with this event were 121410 and 113026 respectively. Other patient results were provided by the customer but were not questioned as part of this event. Quality control results generated prior to the event were within the customer's established specifications. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that system checks performed prior to the event passed within instrument specifications. No error messages were posted to the instrument log.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) adjusted instrument voltages and aligned the instrument pipettor. The fse verified mixer motor speeds and performed a passing system check. The fse also performed a passing high sensitivity system check and turned the instrument back to the customer who performed a passing quality control assessment within their established limits. A definitive cause has not been determined to date.